Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-1132, serial/lot: (B)(4), description: precision spectra implantable pulse generator it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that immediately after the implant the procedure the patient experienced difficulty controlling her bladder and experienced weakness in her legs. The patient was reprogrammed and the bladder issue was controlled and resolved with time. The patient still experienced issues with her left leg, and was not able to walk. The patient was moved to a skilled nursing facility and is able to walk a few steps with assistance. The physician does not know what caused the patient's symptoms.